Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had iabp maintenance required error and compressor fault. There was no patient involved.

Manufacturer narrative:
Updated field: b4, b5, d8, d9, g1, g3, g6, h2, h3, h4, h6 (health effect, medical device problem, type of investigation, investigation findings, component code, and investigation conclusions) , h10, h11. Corrected field: d4 (UDI). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue, logs indicate power up fault code 14, alongside fault 77 "enhanced motor speed". The fse replaced the compressor and filters /mufflers to resolve the reported issue .calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) compressor fault detected. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) compressor fault detected.